Event description:
It was reported by a customer in (B)(6) that an 840 ventilator became inoperative during use. The pt was removed from the unit, and placed to another ventilator. No pt harm / injury were reported.

Manufacturer narrative:
The covidien quality assurance (B)(6) has not received the reported device component for investigation, and the repair work has not been completed. (B)(4).